Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (522 mg/dl). While in the ER, the customer was treated with intravenous saline and insulin. The customer was released from the ER 4-5 hours later with no permanent damage. The cause for the reported issue is unknown. A pump system check was performed and no pump issues were identified.